Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to software issue. Most likely, insufficient breath detection in CPAP mode at high leak levels as the software is using the uncompensated signal. This is a known issue in v4.3 and will be resolved with a future software version. Risk assessment has determined the risk related to this issue is acceptable and no field action is needed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the video sent shows that the monitoring vte 1000+ ml and volume graph remained on the base line, not rising during inspiration. Asked them to check for possible leakage because they were unable to see the leakage percentage while in CPAP mode. There was no air leak from the mask or the circuit after ensuring that it was properly fitted to the patient and that the circuit was set up correctly. Because the ventilator apnea alarm continously and the patient's desaturation was not improving, they switched to psv mode. Ps 5 cmh2o and peep 15 cmh2o. They could see the leakage at 100%, the tv 400 ml, but the alarm remained, as did the patient's desaturation with unpleasant feedback. They made the decision to change the ventilator to v60.vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having an alarm bv - unintended apnea backup activation in CPAP. The customer used niv CPAP 15 cmh2o for a extubated patient with dual limb circuit and non-vented mask, however the ventilator kept an apnea alarm despite the patient breathing spontaneously. There was no air leak from the mask or the circuit after ensuring that it was properly fitted to the patient and that the circuit was set up correctly. They made the decision to change the ventilator to v60. They used the same settings on v60 with CPAP 15cmh2o, a single limb v60 circuit, and a non-vented mask, but no apnea alert, tv 2-300ml, and leakage 60-70 l/min. Patient's spo2 improved and feel more comfortable with v60 ventilator. Furthermore, the patient became desaturated.